Event description:
Procedure performed: robotic ileostomy closure event description: during operation and removal, both the alexis and [competitor] bags ([competitor] is an [competitor] product) broke apart in the patient and all pieces were removed from the patient successfully and saved for return. Additional information provided by account mgr on 04mar2025 via email: I can confirm that it was a [competitor] bag that also broke. Intervention: pieces were successfully removed form patient. Patient status: no patient injury.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic ileostomy closure. Event description: during operation and removal, both the alexis and [competitor device] bags ([competitor device] is an [competitor] product) broke apart in the patient and all pieces were removed from the patient successfully and saved for return. Additional information provided by account mgr on 04mar2025 via email: I can confirm that it was a [competitor device] bag that also broke. Intervention: pieces were successfully removed form patient. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of sheath tear. Based on the condition of the returned unit and the description of the event, it is likely that a sharp object or instrument came into contact with the sheath, resulting in a hole or tear that further propagated due to the stress experienced by the sheath. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.